Event description:
It was reported the patient is no longer receiving stimulation and is unable to communicate with or charge her ipg after suffering a fall. A replacement charger was unable to resolve the issue. An sjm representative met with the patient and confirmed the issue. Surgical intervention is pending to address the issue.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.